Event description:
The user facility reported that the device overheated after a procedure.  There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. Follow-up report submitted to document device evaluation results. H3 other text : the device was not returned for service.

Event description:
The user facility reported that the device overheated after a procedure.  There was no patient impact, no delay, no medical intervention, and no adverse consequences.